Event description:
Consumer reports inaccurate readings from bd test strips. Analysis run on clarke error grid using competitive readings as reference points vs. Bd readings yielded the following: 58 (3.2) vs. 5.1 (bd) 92. 58 (3.2)vs. 8.5 (bd) 153. Both readings (data points) in d range of grid, outside acceptable range. Possible malfunction.